Event description:
It was reported that increased shock and pace/sense impedance measurements and decreased sensing thresholds were observed. During the explant procedure, an insulation anomaly was observed near the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.